Manufacturer narrative:
Concomitant medical products: d224trk crt-d, implanted (B)(6) 2012; 5071 lead, implanted (B)(6) 2010.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped. No patient complications have been reported as a result of this event.